Event description:
Dr (B)(6) was performing an embolization to stop abdominal bleeding. While trying to advance a coil, it was getting stuck and would not advance out of the plastic scabbard to go into the catheter. Staff said it 'felt scratchy' while trying to push it forward. Six (6) other coils of same brand were deployed through same catheter with no problem. Nothing done differently while prepping. Neither the dr nor scrub tech could get the coil to deploy as it should.